Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure, the inner pouch of the 5.0x16mm veriflex stent delivery system was found to be open. Product sterility was suspected to have been compromised. The device was not used in the procedure. There were no reported patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)